Manufacturer narrative:
It was reported that the patient underwent a hernia repair surgery on (B)(6)2015 and physiomesh was implanted.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery in (B)(6) 2015 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. It was reported that in (B)(6) 2015 the patient underwent surgery to repair a hernia and mesh was implanted during the surgery and then experienced pain, mesh migration, recurrence, and additional surgery. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 07/08/2019.